Event description:
Philips received a complaint from customer, reporting that the v60 ventilator's accept button was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's accept button was not working. The customer was unable to access the service mode. During troubleshooting, the rse informed the customer that it could be the switch printed circuit board assembly (pcba) or the switch pcba cable. The customer was provided with the following part numbers cable, switch pcba, switch pcba. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; the customer reported that the device had been repaired and returned to service. However, the customer did not specify what parts were replaced to resolve the issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.